Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was unknown at the time of incident. The customer was advised to perform prime to purge the air bubbles out of the reservoir. The customer stated that the reservoir still had air bubbles after priming. The customer declined further troubleshooting. The reservoir will be returned for analysis.